Manufacturer narrative:
Unit had cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed at cracked case and reservoir tube window corners. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the pump has a crack. The customer reported no adverse event. The event involved product(s) mmt-522rnas. Troubleshooting was performed and found that pump has a damage at reservoir window, between window and esc button. No harm requiring medical intervention was reported. Customer will discontinue to use the pump. Product mmt-522rnas was requested and pump was returned for analysis.